Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shocks in more than a single episode. Review of stored device memory also noted stored untreated episodes due to oversensing of noise. The noise was able to be reproduced in primary and secondary sensing vectors with twisting motions and arm movements. No noise was observed in alternate sensing vector. Technical services (ts) discussed the potential of an electrode integrity issue. X-rays were performed, however, difficulty was encountered with sharing the images for ts review. The root cause of the noise was not determined and ts that the patient should be considered unprotected and recommended device and electrode replacement. The physician turned device therapies off and the patient was given a lifevest pending a system revision. Additional information was requested, however, no additional information is available at this time and a revision procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shocks in more than a single episode. Review of stored device memory also noted stored untreated episodes due to oversensing of noise. The noise was able to be reproduced in primary and secondary sensing vectors with twisting motions and arm movements. No noise was observed in alternate sensing vector. Technical services (ts) discussed the potential of an electrode integrity issue. X-rays were performed, however, difficulty was encountered with sharing the images for ts review. The root cause of the noise was not determined and ts that the patient should be considered unprotected and recommended device and electrode replacement. The physician turned device therapies off and the patient was given a lifevest pending a system revision. Additional information was requested, however, no additional information is available at this time and a revision procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shocks in more than a single episode. Review of stored device memory also noted stored untreated episodes due to oversensing of noise. The noise was able to be reproduced in primary and secondary sensing vectors with twisting motions and arm movements. No noise was observed in alternate sensing vector. Technical services (ts) discussed the potential of an electrode integrity issue. X-rays were performed, however, difficulty was encountered with sharing the images for ts review. The root cause of the noise was not determined and ts that the patient should be considered unprotected and recommended device and electrode replacement. The physician turned device therapies off and the patient was given a lifevest pending a system revision. Additional information was requested, however, no additional information is available at this time and a revision procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.